Event description:
Customer reported an alarm issue while using the adc freestyle libre 2 sensor. Customer further reported that the low glucose alarm did not sound and therefore experienced a loss of consciousness. Ambulance was called and customer was treated with a glucose drink and oxygen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the returned product download. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed signal loss alarms due to low/not present ble rssi value. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. B5 - describe event or problem was incorrectly documented that there was a problem with the freestyle libre 2 sensor on the initial MDR report. B5 describe event or problem, d4 (model number) and (serial number) have been updated to reflect case details as there was an issue reported with the reader and not the sensor.

Event description:
Customer called to report missing graph from their freestyle libre 2 reader that caused alarm issues. Customer further reported that the low glucose alarm did not sound and therefore experienced a loss of consciousness. Ambulance was called and customer was treated with a glucose drink and oxygen. There was no report of death or permanent injury associated with this event.